Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from their cycler¿s cassette compartment and the cycler set after completing pd treatment. The leak was observed on (B)(6) 2021 but it was the cycler set from the previous treatment on (B)(6) 2021 that remained within the cycler. During that treatment the cycler had alarmed patient line is blocked multiple times during multiple phases. The contact reported that the treatment was completed that night. The following night, when they observed the leak, they continued setting up with a new cycler set and received a heater bag not detected alarm during step 3. At that point they contacted technical services, at which point they were advised to discontinue using the cycler and revert to alternate treatment plan. A replacement cycler was issued. The contact reported that treatment was not completed on (B)(6) 2021. The patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information:: d9, h3, h10 (additional information statement in initial submission was not applicable) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. Inspection of the cassette compartment found dried fluid, however there were no particulates, burrs, or sharp edges that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. Inspection of the cassette compartment found dried fluid, however there were no particulates, burrs, or sharp edges that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from their cycler¿s cassette compartment and the cycler set after completing pd treatment. The leak was observed on (B)(6) 2021 but it was the cycler set from the previous treatment on (B)(6) 2021 that remained within the cycler. During that treatment the cycler had alarmed patient line is blocked multiple times during multiple phases. The contact reported that the treatment was completed that night. The following night, when they observed the leak, they continued setting up with a new cycler set and received a heater bag not detected alarm during step 3. At that point they contacted technical services, at which point they were advised to discontinue using the cycler and revert to alternate treatment plan. A replacement cycler was issued. The contact reported that treatment was not completed on (B)(6) 2021. The patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.